Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), kidney infection ("kidney infections"), appendicitis ("appendix infection") and cholecystitis infective ("gallbladder infection") in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), appendicitis (seriousness criterion medically significant), cholecystitis infective (seriousness criterion medically significant), liver disorder ("liver issues"), menorrhagia ("no periods for months then heavy") and amenorrhoea ("no periods for months then heavy"). The patient was treated with surgery (appendix removed) and surgery (gallbladder removed). Essure (ess205) was removed. At the time of the report, the pelvic pain, kidney infection, appendicitis, cholecystitis infective, liver disorder and menorrhagia outcome was unknown and the amenorrhoea had resolved. The reporter considered amenorrhoea, appendicitis, cholecystitis infective, kidney infection, liver disorder, menorrhagia and pelvic pain to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were extracted from social media post: amenorrhoea, appendicitis, cholecystitis infective, kidney infection, liver disorder, menorrhagia and pelvic pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), kidney infection ("kidney infections"), appendicitis ("appendix infection") and cholecystitis infective ("gallbladder infection") in a 25-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), appendicitis (seriousness criterion medically significant), cholecystitis infective (seriousness criterion medically significant), liver disorder ("liver issues"), menorrhagia ("no periods for months then heavy") and amenorrhoea ("no periods for months then heavy"). The patient was treated with surgery (appendix removed) and surgery (gallbladder removed). Essure (ess205) was removed. At the time of the report, the pelvic pain, kidney infection, appendicitis, cholecystitis infective, liver disorder and menorrhagia outcome was unknown and the amenorrhoea had resolved. The reporter considered amenorrhoea, appendicitis, cholecystitis infective, kidney infection, liver disorder, menorrhagia and pelvic pain to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were extracted from social media post: amenorrhoea, appendicitis, cholecystitis infective, kidney infection, liver disorder, menorrhagia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.